Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power loss issue. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the patient had been experiencing power error alarm with his pump for more than 2 weeks before reporting it because he was trying to observe and troubleshoot the pump first. The pump automatically shuts off, and seems that the battery is already drained. He tried to troubleshoot it on his own by resetting the pump, returning the battery, then rewinding the pump. The problem resolves for a while then recurs. The customer was advised that after power error detected to uncharged internal battery and to call us back if problem reoccurs. The insulin pump will not be returned for analysis. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device received with operational currents within specification and passed self test and displacement test. No low battery alert, unexpected battery power loss alarm, replace battery alert, replace battery now alarm noted during testing.